Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump was not turning on. The customer¿s blood glucose level was unknown at the time of the incident. Insulin pump was exposed to moisture pool. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The product will be returned for analysis.

Manufacturer narrative:
Device received with pump error 38 alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test and occlusion test due to pump error 38 alarms. Pump error 75 alarmed during self test due to moisture damage on the electronic assembly. P-cap or reservoir locked properly in place. Device received with cracked case on the back at the battery tube area. Device received with pillowing keypad overlay.